Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The cable was received for evaluation and no issues were detected during testing. The cable was fully functional. The computer has been received for evaluation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that there was no input detected on both navigation system monitors. The covers were removed and confirmed that there was no fan power on the computer. The power cable connections were checked and there was no video signal. The video splitter was bypassed with no change. Checking all cables did not resolve the issue. There was no impact on patient as this occurred outside of a procedure.